Event description:
It was reported the cord emitted sparks. Visual inspection of the cord revealed that it had been punctured and cut in several spots, even exposing bare copper wire in one area. We concluded that this report was arributable to misuse on the part of the consumer.